Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead developed a pocket infection. The skin over the pocket site was swollen, reddened, and itchy. Thus, the patient was given antibiotic therapy (keflex) for ten days. There were no additional adverse patient effects reported. The rv lead remains in service.